Event description:
It was reported that a shaft break occurred. A 8 x 2.25 promus premier select drug-eluting stent was selected for a percutaneous coronary intervention (pci) procedure. The 80% stenosed target lesion was mildly tortuous lesion. The promus premier select was advanced without resistance. However, during advancement through the guiding catheter the physician noted something was not normal. The promus premier select did not reach the lesion. The device was completely removed and it was observed that 25cm of the distal tip was fractured. Another 8 x 2.25 promus premier select was used and the procedure was completed successfully. There were no patient complications and the patient was moderate post procedure.

Manufacturer narrative:
Device evaluated by MFR: an 8 x 2.25mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage. Stent struts in the proximal region were lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 80.7 cm distal to the strain relief. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that a shaft break occurred. A 8 x 2.25 promus premier select drug-eluting stent was selected for a percutaneous coronary intervention (pci) procedure. The 80% stenosed target lesion was mildly tortuous lesion. The promus premier select was advanced without resistance. However, during advancement through the guiding catheter the physician noted something was not normal. The promus premier select did not reach the lesion. The device was completely removed and it was observed that 25cm of the distal tip was fractured. Another 8 x 2.25 promus premier select was used and the procedure was completed successfully. There were no patient complications and the patient was moderate post procedure.